Manufacturer narrative:
The duo headlight and carrying case (9600) was returned for evaluation: failure analysis: the xenon lightsource was received in used condition. Evaluation identified that the light gets hot due to a damaged fan wire and power cord. Evaluation also identified that there was a rattle coming from the luminaire, the light field was hazy, the luminaire must be replaced, and the screw holes of the headband are damaged. This is most likely due to rough handling/environmental damage. Root cause analysis: the reported complaint was confirmed. The light gets hot, and this is due to a damaged fan wire and the power cord. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
A facility reported that the duo headlight and carrying case (90600) lamp began to blink and ¿gets really hot; the fan does not work.¿ no injury, death, or increase in surgical time was reported.